Event description:
On 03/01/2000, the facility purchaser informed the MFR's. Rep of the following: during explant of the device, the surgeon removed the device and found that the catheter had broken of at the 11cm mark. The pt was being sent to another facility for retrieval of the segment of catheter that broke off. Additionally, the device with attached segment of the catheter removed at this facility was sent to the facility so the surgeon could ensure that the entire catheter is retrieved. The device/catheter will then be sent back to the purchaser. At that time, the facility's purchaser will contact the MFR to arrange to the return of the device/catheter for analysis. Also discussed the trend of similar incidents. The MFR's rep informed the facility's purchaser that the MFR had articles exclusive to "pinch-off sign. Central venous catheter "pinch-off and catheter fracture and current problems in surgery-compications associated with the use of central venous access devices. The facility's purchaser requested that the copies of the articles be forward for review. The MFR's rep forwarded the requested articles to the facility's purchaser on 03/01/2000. No further details were provided at this time.